Event description:
It was reported that the patient presented to the emergency room after receiving a patient notifier. Device interrogation revealed non-sustained right ventricular oversensing (nsrvo) episodes caused by sensing issues noted on the implantable cardioverter defibrillator (ICD). No changes or intervention was performed, and the patient will continue to be monitored. The patient condition was stable.